Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal ') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: more than one essure related surgery done. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal, more than one essure-related surgery done). Essure was removed in (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2022: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain in pelvic") in an adult female patient who had essure inserted (lot no. D08057) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and gravida ii. Concomitant products included ondansetron and ibuprofen. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2021 she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on an unknown day of the same month. An unknown time later she experienced dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia") and uterine enlargement ("enlarge uterus"). The patient was treated with surgery (tlh with bs and cysto and adhesionolysis). At the time of the report, none of the outcomes for these events were known. The reporter considered dysmenorrhoea, heavy menstrual bleeding, pelvic pain and uterine enlargement to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] (date unknown): negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-may-2022: medical record received. Event medical device removal was replaced with pelvic pain, dysmenorrhea, menorrhagia, enlarged uterus. Lot number & expiration date was added. Concomitant conditions , drugs were added. Patient , reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain in pelvic") in an adult female patient who had essure inserted (lot no. D08057) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and gravida ii. Concomitant products included ondansetron and ibuprofen. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2021 she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on an unknown day of the same month. An unknown time later she experienced dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia") and uterine enlargement ("enlarge uterus"). The patient was treated with surgery (tlh with bs and cysto and adhesionolysis). At the time of the report, none of the outcomes for these events were known. The reporter considered dysmenorrhoea, heavy menstrual bleeding, pelvic pain and uterine enlargement to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] (date unknown): negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-may-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.